Event description:
A complaint of difficulty charging was received. A boston scientific employee recommended a pocket revision. The physician decided to revise the pocket and move the implant to the patient's stomach. During the revision, it was discovered that the implant had turned on its side. The patient is currently recovering from the procedure.